Manufacturer narrative:
One osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified a complete fracture across the threads. There were noticeable wear due to usage and presence of bone residue and an unconfirmed foreign/biological material around the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were osteoporosis and diabetes, the patient had moderate (type ii) bone density. The reported device was located on tooth # 30 and was used for 12 years 7 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (444236). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (444236) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (oss411). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that an implant (oss411) fractured and it was removed. Tooth location 30.